Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade of "ii-iii".

Event description:
Patient reported left side capsular contracture, pain and cyst. Healthcare professional reported capsular contracture baker grade of "ii-iii" and cyst "not related to the use of the prosthesis and the cause is physiological, not bringing consequences to breast health.¿ the event of "cyst" is not related to the device. The device has been explanted.